Manufacturer narrative:
1) context of the complaint: an internal investigation was initiated following notification from a customer in india of an overestimated result observed when testing a patient sample on vidas® estradiol ii (e2ii) ref (B)(4) lot 1010388210. The results was higher on vidas estradiol ii than other method. New information was received after the initial report. Biomerieux was notified that the sample was collected on a patient under treatment (estradiol valerate 2mg/day) in the context of in vitro fertilization (ivf). 2) customer material: no patients samples available for testing purpose. 3) investigation outcomes: 3-1) complaint analysis: at the date of this investigation, there is no similar complaint registered on vidas® estradiol ii (e2ii) ref (B)(4) lot 1010388210. 3-2) quality control records: there is neither CAPA, non-conformity, or quality event linked to the issue on vidas® estradiol ii (e2ii) ref (B)(4) lot 1010388210. 3-3) analysis and tests conducted by complaints laboratory: control chart analysis. This analysis was carried out: - (B)(4) internal samples with a respective target at 1365; 426; 617 and 2660 pg/ml. - on s(B)(4) batches of vidas estradiol ii ref. (B)(4) including the kit vidas® estradiol ii (e2ii) ref (B)(4) lot 1010388210. The analysis of the control charts showed that all results are within specifications and the kit vidas® estradiol ii (e2ii) ref (B)(4) lot 1010388210 is in the trend compared to the other lots. Test on internal samples. The complaints laboratory tested: - (B)(4) internal samples with the following targets 2660 pg/ml; 617 pg/ml and 365 pg/ml. - on lot of vidas® estradiol ii (e2ii) ref (B)(4) lot 1010388210 (retain kit of customer's lot). The results complied with the specifications and the results were not significantly different compared to those observed before the batch release. There is no observed evolution over time of these samples' activity. According to r&d: estradiol valerate is an estrogen with a very similar structure to estradiol hormone (endogenous origin). So ¿there is no inconsistency that vidas e2 ii detects both exogenous estradiol (coming from the medication) and endogenous estradiol (internal production)¿. Considering the high level of structural similarity between treatment (estradiol valerate) and endogenous estradiol, it is not possible to differentiate the two via a pretreatment of the sample. The respective designs of the methods could explain the difference of concentrations observed due to the captation percentage of estradiol valerate and possible metabolites of estradiol. According to medical affair advisor: ¿steroid pretreatment in gnrh antagonist protocols are reported in the literature. Indeed, luteal fsh suppression achieved by the administration of estradiol can be effective to synchronize follicle growth minimizing their mean diameter before controlled ovarian stimulation. However, no consensus is mentioned in the eshre guideline 2019_ovarian stimulation for ivf/icsi regarding the benefit of such pretreatment. In case of women treated with steroid pretreatment (estradiol, contraceptive pills), it may be possible that remaining traces of exogeneous estradiol and/or its metabolites may interfere with the vidas e2 assay when used for measuring the elevation of estradiol during the controlled ovarian stimulation in order to avoid the risk of ovarian hyperstimulation syndrome. ¿ conclusion: the complaints laboratory did not reproduce the issue reported by the customer (result too high) when testing internal samples on vidas® estradiol ii (e2ii) ref (B)(4) lot 1010388210. There is no specific up rising trend of such issue in the complaints records file and it seems to be more related to the clinical context of the patient and the use of estradiol valerate. It is written in the package insert of vidas estradiol ii ref. (B)(4): ¿any concentration values of estradiol obtained should be used for diagnosis in association with additional information gathered by the physician (patient questioning, current drug therapy, ultrasound scan, clinical observations, other examinations, etc.). In cases of estrogen therapy, and particularly that of hormone replacement therapy (menopause), overestimated results may be obtained. Interpretation of test results should be made taking into consideration the patient's history, and the results of any other tests performed.¿ as there is no patient samples available for testing purpose, additional investigation cannot be pursued. There is no reconsideration of the performance of vidas® estradiol ii (e2ii) ref (B)(4) lot 1010388210.

Event description:
Product description: vidas estradiol ii (e2ii) is an automated quantitative test for use on the vidas family of instruments for the quantitative measurement of total 17-estradiol in human serum or plasma (lithium heparin), using the elfa technique (enzyme linked fluorescent assay). The vidas e2 ii assay is intended for use as an aid in the diagnosis and treatment of various hormonal sexual disorders and in assessing placental function in complicated pregnancy. Issue description: on 09-aug-2024, a customer in india notified biomérieux of a potential overestimated patient result compared to another method (unknown) when using vidas estradiol ii (e2ii) reference 30431, lot 1010388210 (expiry 12-nov-2024). The customer reported a vidas result of 2793.37 pg/ml while another method/lab report result is 321 pg/ml. At the time of this assessment, there is no indication of patient harm, incorrect treatment, nor delay in rendering results. The product, vidas estradiol ii (e2ii) reference 30431, is not marketed, sold or distributed in the united states. However, a similar product, vidas estradiol ii (e2ii) reference 30431-01 is marketed in the united states. A biomérieux internal investigation will be initiated.